Event description:
The customer reports that they are making changes to the patient names, but it is reverting back to the original name in pacs. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).